Manufacturer narrative:
This was initially reported on the summary report dated (B)(6), 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated (B)(6), 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated (B)(6), 2015 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced mesh erosion, urinary incontinence and vaginal bleeding. Additionally, the plaintiff allegedly experienced pain, extrusion, infection, urinary and bowel problems, recurrence, dyspareunia and emotional distress. Furthermore, it was also reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 2183959-2014-24309.

Event description:
Additional information received indicated that the cause of death reported was respiratory failure due to hospice acquired pneumonia, chronic obstructive pulmonary disease and smoking.